Manufacturer narrative:
A visual analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6 correction: medical device problem code 1562 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the initially reported suture separation was reported in error and the correct failure is that the suture came out of the patient when using the knot pusher. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, the prostyle suture separated while advancing the knot with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.